Event description:
Customer reported he believes the pump is not delivering insulin correctly causing him to have elevated blood glucose levels that happens mostly at night time. Customer is currently on a loaner pump given by the hospital; has been on loaner pump since june. Customer reported that since being on the loaner pump his blood glucose levels have been normal. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).